Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the air leak was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of liquid leak was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the cord and cable of the motor device were damaged. It was further observed that the device had a liquid leak, a damaged component, and the breaded stainless steel wire tether was damaged/came off. It was further determined that the device failed pretest for visual assessment, cable assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42) and no short circuit between sensor gnd and connector body (42). It was noted in the service order that the device was functioning well; however, the hose was leaking (there was a hole in the hose). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.